Manufacturer narrative:
All buttons functioning properly. However, insulin pump had corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 117 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.